Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: evaluation revealed a crack in the battery compartment. During testing, a replace battery alarm was emitted when the pump was powered on and the keypad became unresponsive. Further testing was not able to be performed due to the unresponsive keypad and audio bolus buttons. The pump was opened and there was moisture corrosion found on internal components of the pump. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. Evaluation also revealed that following: the keypad was unresponsive and there was moisture corrosion in internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/17/2017.